Manufacturer narrative:
One truepass suture passer w/self-capture was returned for evaluation. Visual assessment of the device confirmed the reported complaint of the self-capture feature breaking off and the top jaw is also bent and cracked. The broken components of the self-capture feature were not returned for examination; therefore, no root cause can be determined for this event.

Event description:
During a rotator cuff repair procedure using a truepass suture passer, self-capture, it was reported that the upper part of the jaw was broken. It is unknown if the surgery was completed with another device. There were no reports of patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).